Manufacturer narrative:
The incident is not related to the device or procedure. No investigation is required.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where user experienced osteomyelitis on left foot and was hospitalized for therapeutic or diagnostic procedure which leads to amputation of 3rd and 4th digits left foot.